Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a left anterior descending artery (lad) beyond d1. The planned treatment was for pre-dilatation in d1 and the pre-dilatation in the lad. While predilating the d1, there was slow flow observed in the lad which settled eventually. The whisper wire was exchanged for a viperwire guide wire and orbital atherectomy was performed. Three treatments were performed in the lad. Once again, slow flow was observed and orbital atherectomy was stopped. Xience stents were placed in the d1 and the lad. After the xience was inflated to 10 atmospheres (atms), a severe perforation occurred which led to cardiac tamponade. The patient expired. In the physician's opinion, orbital atherectomy caused the slow flow. In the physician's opinion, the primary cause of death was due to severe calcium and was not entirely due to orbital atherectomy as the physician believed the patient death was more related to patient condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, cardiac tamponade, obstruction, and death appear to be related to operational context. In this case, it is possible that the reported perforation of vessels, cardiac tamponade, obstruction, and death is due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a left anterior descending artery (lad) beyond d1. The planned treatment was for pre-dilatation in d1 and the pre-dilatation in the lad. While predilating the d1, there was slow flow observed in the lad which settled eventually. The whisper wire was exchanged for a viperwire guide wire and orbital atherectomy was performed. Three treatments were performed in the lad. Once again, slow flow was observed and orbital atherectomy was stopped. Xience stents were placed in the d1 and the lad. After the xience was inflated to 10 atmospheres (atms), a severe perforation occurred which led to cardiac tamponade. The patient expired. In the physician's opinion, orbital atherectomy caused the slow flow. In the physician's opinion, the primary cause of death was due to severe calcium and was not entirely due to orbital atherectomy as the physician believed the patient death was more related to patient condition.